Event description:
The customer reported that the ventilator had a touchscreen failure. Although the information was requested, it is unknown if the failure occurred during patient use.

Manufacturer narrative:
UDI added.